Event description:
FDA medwatch report/letter #4003401 received with pt letter requesting FDA publications and reports concerning the codman hakim precision valve. Pt reports having undergone an implantation of this product and suffering adverse effects resulting from shunt setting slipping on its own from its designated setting. It appears that the device remains in the pt. All info relating to the pt was obliterated on the copy of the document sent to codman.